Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted recalibration of unit, replaced corroded rear case and performed preventative maintenance. No recall action completed. Based on the findings, service was unable to determine the root cause of the reported issue. Device history record a review of the device history record showed the device had a manufacture date of 27jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was involved in a production failure. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer "unknown needs repair." There was no patient involvement.